Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the tip of the guide wire became detached. The lesion was located in the proximal left anterior descending (lad) artery. The physician advanced the 325cm rotawire guide wire to the lesion. Ablation was performed with a 1.5mm rotablator and then removed from the patient. Next, the physician was to load a 1.75mm rotablator on the guide wire; however noted a fragment had broke off the distal end of the wire. The fragment remained in the distal left anterior descending (lad) artery. No attempt was made to retrieve the wire fragment; however a xience stent was implanted in the lad. There were no additional patient complications and the patient's status is reported as good.

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the tip of the guide wire became detached. The lesion was located in the proximal left anterior descending (lad) artery. The physician advanced the 325cm rotawire guide wire to the lesion. Ablation was performed with a 1.5mm rotablator and then removed from the patient. Next, the physician was to load a 1.75mm rotablator on the guide wire; however noted a fragment had broke off the distal end of the wire. The fragment remained in the distal left anterior descending (lad) artery. No attempt was made to retrieve the wire fragment; however a xience stent was implanted in the lad. There were no additional patient complications and the patient¿s status is reported as good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination confirmed a core wire fracture. The rotawire 325cm was received with approximately 1cm of the distal tip missing. Examination also exhibited a wavy spring tip and missing ballweld. Sem (scanning electron microscopy) fracture analysis revealed the fracture site exhibited elongated dimpled ruptures in a torsional direction indicative of torsional overload. A fraction of the surface was masked by organic material. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).